Event description:
It was reported that the physician performed a sling procedure on a patient with a previously failed synthetic sling. The procedure went well with no apparent complications. Approximately 8 months later the patient started to experience hematuria. Urethroscopy revealed the presence of portions of both slings in the urethra. Pt was referred to a urologist for further management.